Event description:
The end user rode the tdx power chair down a steep downward slope, on the sidewalk, and the chair allegedly tipped forward causing the end user to fall out of the chair. Minor injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdx, serial number/date code and age of product are unknown. The end user is a (B)(6) male. The end user's medical condition, stability and medication regimen are unknown. The end user's technique while using the device is unknown. The maintenance history of the device is unknown. Roadrunner mobility called stating that the end user was provided an invacare tdx power chair as a loaner while his power chair was being repaired. The end user was riding the tdx power chair outside to the store and during a steep downward slope on the sidewalk the chair allegedly tipped forward and the end user fell out of the chair. The end user stated that he was not wearing the seat positioning strap. The owner's manual states a warning, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding, high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately." Invacare consumer affairs called roadrunner mobility who confirmed that this happened with the loaner chair and it was a model that the consumer does not normally use. He has had it as a loaner 3 or 4 times in the past. He stated that the consumer was driving on the sidewalk. The consumer was going over a lip between the sidewalk and the road and the power chair allegedly tipped forward causing the leg rests to hit the street. The consumer was allegedly thrown from the chair. He was not wearing his seat positioning strap. Roadrunner mobility went out and delivered the original chair. They re-educated the consumer about using the seat positioning strap and not to drive the power chair outdoors as that is not their intended use. The consumer sustained a sore the size of a silver dollar. He stated that it is healing and the consumer is doing better. The consumer did go to the hospital. Invacare confirmed with roadrunner that the loaner chair is an invacare modeled power chair. The consumer did confirm that it was his fault as he did not have his seat belt on.